Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal unknown drug via an impl antable pump for non-malignant pain, chronic low back pain, and post-herpetic neuralgia. It was reported that the rep was calling to inquire about catheter compatibility and revision kits. The rep stated they were doing a catheter revision due to what he heard as a catheter migration. The rep further stated they were revising the intrathecal (it) end of the catheter. Technical services discussed 8598a. The rep had no further history (hx) at this time.

Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6), implanted: (B)(6) 2005, explanted: n/a. Product type catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 28-mar-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a company representative (rep). Reporting, that they did not know why the catheter migrated. It was also reported, that the case was cancelled. So nothing had been done with the catheter.